Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported tips breaking off and syringes are leaking around the plunger. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material , unknown. Lot # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. We are having issues with luer lock syringe tips breaking off when luer locked to a closed system transfer device, syringes leaking around the plunger (while chemo agents are drawn up) and today I found sealed sterile syringe wrappers with no syringe in them. Unfortunately, I have not saved any of the previous information you request up to this point.